Event description:
Device 1 of 4. Reference MFR report #s: 1627487-2011-004237, 004238, 005169. The pt received his scs system on (B)(6) 2010, including two extensions (with different lot numbers) and one lead. It was reported that two months ago the pt stopped receiving stimulation. The pt reported he quit charging the device because he no longer had stimulation. The physician performed x-rays, which revealed the extensions had pulled out of the header portion of the ipg. The terminal contact of the pt's lead was torn and remained in the header of the extension. The physician elected to replace the two extensions and the ipg. The physician left the lead in place, connecting the lead to the new extension; one of the electrodes was missing on the lead. The stimulation was tested intraoperatively and postoperatively, with the pt receiving stimulation.

Manufacturer narrative:
Eval: complaint was confirmed; as received, one of the extensions had the terminal end electrode from the penta inside the header. The electrode inside the extension was the cause that the pt did not feel any stimulation. However, both extensions were tested and passed all functional testing. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.